Event description:
It was reported that the right atrial lead had dislodged at some point in the past two years. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6726 lead adaptor 2008 (B)(6); 6947 implantable defib lead 2008 (B)(6); (B)(4) tissue valve 2008 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary #(B)(4). The partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the proximal conductor of the lead became extrinsically fractured due to a cut, the distal conductor of the lead became extrinsically fractured due to a cut and visual summary analysis of the lead indicated apparent explant damage.